Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris pump module smartsite low sorbing infusion set was broken the following information was received by the initial reporter with the following verbatim: when spiking an ivf bag his morning the spike snapped off. I sequestered the tubing and the packaging in the nicu anm office if you need to see it and get the lot #/information. Date this occurred: (B)(6) 2024.

Event description:
Material: 10010454 batch#: 24066675. It was reported by the customer that spiking an ivf bag his morning the spike snapped off. Verbatim: rcc received a complaint via email. Email(s) attached. When spiking an ivf bag his morning the spike snapped off. I sequestered the tubing and the packaging in the nicu anm office if you need to see it and get the lot #/information. Date this occurred: (B)(6) 2024. Additional info: please send to my attention, I have the product in my office along with two other items that malfunctioned. Do you want these back too?

Manufacturer narrative:
It was reported that the spike tip broke off. One sample model 10010454, lot 24066675 was returned for investigation. The set was examined for defects and abnormalities. The tip of the spike was broken off. No other defects or abnormalities were observed. The customer complaint was verified and a quality notification was sent to the supplier. From the supplier investigation, the spike tip breaking was not from the manufacturing process. 100% visual inspection check was performed. No events that have generated weakness of the spike happened during manufacturing. The root cause is unknown or possibly linked to user error. A device history record review for model 10010454 lot number 24066675 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 24jun2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.